Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated she no longer used the pump. The patient stated she had an episode 2 or 3 years ago where she didn't know who she was and was running through the house in the dark hitting walls. The patient went to the hospital and they thought she had taken drugs and the patient didn't and had to be given narcan 3 times. The patient was told that sometimes the pump malfunctioned so they had the pump discontinued even though it was still in her back. The patient stated nothing was currently in the pump that patient was aware of. It was reported that the patient mentioned a visiting nurse came to house as she was so sick. The patient stated she was scared to get the pump going again and just wants this all removed. The patient stated she was gettin g worse without it but scared to get it working again. The patient stated the pump had been without anything in the pump for 3 years, and the agent reviewed. The agent directed to the health care provider (hcp) on the next steps. The patient stated she got a letter and needed information. The patient provided the name of their managing provider and the hcp that put in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.